Event description:
It was reported the patient was charging more than expected. It was stated the implantable neurostimulator (ins) was discharging faster than expected. It was noted it was charged to 50% and then it went to 25% the following day. It was noted the device would not hold a charge even when the device was off. It was stated there had not been any overdischarges. It was noted the patient had not been using the device much. It was stated the patient had never been able to get the ¿sprites¿ when charging. It was noted the problem had happened for 6 months prior to report. It was noted the impedances had looked good expect electrode 15 which was >10,000 ohms. It was noted electrode 15 was not used for programming. It was further reported the cause of the issue was not definitively determined. It was stated ¿it seemed¿ the patient had needed further education on recharging and the icons on the recharger. It was stated that no interventions were planned. It was noted the patient was able to charge and had effective therapy.

Manufacturer narrative:
(B)(4).